Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: did this issue contribute to any patient adverse event? Were x-rays taken to locate the needle piece(s)? Was there any additional tissue damage as a result of searching for the needle piece? Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a laparoscopic total hysterectomy and bilateral adnexectomy on (B)(6)2025 and suture was used. The procedure was performed for uterine broad ligament fibroids. During the procedure, the doctor planned to use suture to fix the vaginal stump to the left sacral ligament after the surgery. During the suturing process, the suture broke. Due to the suture breakage, the needle was hidden in the fat layer of the surgical incision. The doctor was unable to find the needle by hand, light, magnetic suction, and enlarging the incision. Finally, with the assistance of dr, the needle in the tissue was found and positioned, resulting in an extension of the surgery time by nearly 2 hours. After finding the needle, the doctor replaced the suture and continued with the vaginal stump suspension surgery. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. The patient was discharged smoothly currently, and no subsequent adverse event report was received.